Event description:
A permanent cautery spatula instrument was alleged to have arced during a procedure. The instrument was removed and replaced to continue the case. No pt injury or adverse outcome occurred.